Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required

Event description:
A company representative - service personnel contacted technical service to report that the centrella med-surg bed had an issue, ac cord damaged with exposed copper wires. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.